Event description:
It was reported that a patient went to the nursing station to flush her port catheter. The needling itself went well, the port well in place and was able to prick well in the middle and felt resistance right away. However she checked if she was getting blood back, but this was not the case. Per request from patient to take out the needle, the clinician was unable to do so. The needle appeared to stuck within the patient's skin. Per general practitioner suggestion the patient was taken to the ER to have device removed. Per the ER staff the needle was removed and appeared to be bent.

Manufacturer narrative:
It has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2022-15093 was incorrectly assessed. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.